Manufacturer narrative:
The returned device, intended for use in treatment, was returned for evaluation. There was no relationship found between the device and the reported incident. Visual inspection shows a device which was returned deployed. The instrument was returned with a open bracket. There were no manufacturing abnormalities found on the device. During functional evaluation the two step trigger performed as intended. The bracket could be closed/opened as specified. The needle deploy through an om-3003 dome foam model by using the index finger and depressing the trigger. The self-capture is working as intended and the ultratape (cobraid blue 38¿) was successfully passed through as intended. The complaint was not verified and the root cause could not be defined with certainty. Factors unrelated to the design and manufacture of the device which could have contributed to the complaint event are outlined in the precautionary states in the instruction for use ("IFU") provided with the device associated with set-up and use of the device; a possible factor for the complaint could be if (1) excessive force is be applied to the device when manipulating soft tissue, bone, or hard objects (2) thickness of tissue (3) damage of the tip. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure, the holding power of the firstpass was weak while jaw slot was catching the suture, the suture came off the device many times within the joint. No backup device was available to complete the procedure and it is unknown whether there was a delay in the case. No patient injury was reported.